Event description:
Dealer requesting rear wheel rims and the 5 attaching bolts. Csr informed him that we dont sell the rims separately and then asked if he needed the attaching hardware with the hubs, he mentioned he just needs the 5 bolts, because 2 of the sheared off into the wheel.